Manufacturer narrative:
H11. Additional narrative. Updated: a1, a2, a3, d1, d4, and d6.

Manufacturer narrative:
H11. Additional narrative. Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device is in the process of being returned. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received information that a 25mm 7300tfxj valve was explanted after an implant duration of four (4) years and nine (9) months due to severe mitral stenosis and mitral regurgitation. Patient outcome was reported as recovered. The device was cut into two (2) parts, sewing ring and the leaflets when the device was explanted.

Manufacturer narrative:
H11. Additional narrative. Updated h3 and h6. H3: product evaluation. Customer report of stenosis was confirmed through observed host tissue overgrowth. Report of regurgitation was unable to be confirmed through visual observations. X-ray demonstrated wireform intact and commissure 2 bent inwards. Moderate to heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 3 on the outflow aspect and 6mm on leaflet 1 on the inflow aspect. Host tissue on the stent circumference was heavy at both the inflow and outflow aspects. Host tissue fused leaflets 1 and 3 by approximately 2mm at commissure 1, and leaflets 2 and 3 by approximately 2mm at commissure 3 on the outflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring cloth was cut in multiple areas around the valve and exposed silicone and the metal band. Cut off sewing ring fragments were returned. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors.